Event description:
It was reported that a (B)(6) caucasian female who underwent a primary breast augmentation with a mentor memorygel, 375cc breast implant experienced left-sided silent-rupture, bilateral capsular contracture unknown grade, fatigue, and shortness of breath post procedure. An MRI examination confirmed the rupture. The left side capsule is greater than the right side. As a result, patient underwent bilateral capsulectomies, and removal of intact right implant, and ruptured left implant on (B)(6) 2022, bilateral mastopexies and bilateral replacement with unknown implants. This report relates to the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade, generalized illnesses, surgical intervention. (B)(4). Manufacturer¿s reference number: (B)(4).